Event description:
During pt transport, the bvs console shut down and went into alarm conditions. A backup console was used with no impact to the pt. The field service engineer examined the unit and found that the compressor driver was suspect. An investigation is ongoing.